Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges they are experiencing issues with the guidewires unravelling while inside of the patient. The wire was successfully removed from the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. Visible damage was observed. The root cause was not determined. The nature of the damage (unravelled/stretched section of the coil) identified during the investigation is consistent with the excessive force applied during the procedure. No manufacturing defects were detected. The root cause of the complaint cannot be identified. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.